Event description:
Contact reported tha ta screw was noted to have backed out of an anterior cervical plate. Srew on patient's left side has backed out about 2mm. Physician plans on monitoring progress of screw and is taking no action at this time. As this could result in the need for surgical intervention an MDR is being filed to document this event.